Event description:
Hcp reported pump was explanted in 2004 following 6 months of service. No further info was provided.

Event description:
Additional info from the hcp reports the baclofen had been increased from 610mcg/day to 640mcg/ml. The pt was sent home and went to sleep. The pt was reported to have awoken disoriented. Fell and hit her head. It was reported she apparently had seized. The pt was eavluated at the hosp. The hcp reported the pt had marked loss of tone and "this lead to event". There was a question of baclofen toxicity, but no levels had been drawn. It is reported this is being evaluated as a legal case.